Event description:
Subsequently, this ICD ws returned to boston scientific for laboratory analysis.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Event description:
---

Manufacturer narrative:
As of today we have yet to receive this ICD. Without a returned product boston scientific is not able to complete analysis. Since there is not enough information to refute this allegation this event was reported. Should this product be returned to boston scientific this report will be updated.